Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) p190006.

Event description:
It was reported that the patient was seen in clinic but the nurse practitioner (np) due to pain at the battery and lead site. The np examined the ins at the pocket location specifically because the patient had lost significant weight. The device was turned off by the clinical specialist (cs) over the phone and there was no improvement of pain, and the urinary symptoms worsened. The patient turned their ins device back on which improved their urinary symptoms and did not increase the pain. The patient was prescribed lidocaine patches for discomfort. The patient had been diagnosed with cancer after the device implant and due to cancer treatment had lost weight. The lead and battery are now causing pain due to the movement. The patient is finishing chemotherapy this week and is meeting with the surgeon on (B)(6) 2025 to discuss options.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. (C2/d10) - UDI for concomitant product, tined lead UDI: (B)(4). Supplemental record is being submitted to update coding (f10), and adding to supplemental report for product investigation conclusion and coding. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A device was not returned, and pictures were not provided resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, the patient was experiencing pain at the battery and lead site, possible migration of the device, worsening urinary symptoms, loss of weight due to cancer treatments. The cause of the pain, worsening urinary symptoms, and possible migration of the device could not be established, but is a known inherent risk of the device, therefore, an investigation conclusion code of 'known inherent risk of device' was chosen. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator was seen in clinic due to pain at the battery and lead site. The patient had lost a significant amount of weight. The device was turned off by the clinical specialist (cs) over the phone and there was no improvement of pain, and the urinary symptoms worsened. The patient turned their ins device back on which improved their urinary symptoms and did not increase the pain. The patient was prescribed lidocaine patches for discomfort. The patient had been diagnosed with cancer after the device implant and due to cancer treatment had lost weight. The lead and battery are now causing pain due to the movement. The patient was finishing chemotherapy this week and is meeting with the surgeon to discuss options. The patient would like the device removed. The patient had full device removal due to battery and lead site pain. The battery had moved after the patient had significant weight loss after going through chemotherapy, and had less efficacy after completing chemotherapy. Attempted to optimize results with reprogramming with no success. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006 (c2/d10) - UDI for concomitant product, tined lead UDI: (B)(4).

Event description:
It was reported that the patient with this neurostimulator was seen in clinic due to pain at the battery and lead site. The patient had lost a significant amount of weight. The device was turned off by the clinical specialist (cs) over the phone and there was no improvement of pain, and the urinary symptoms worsened. The patient turned their ins device back on which improved their urinary symptoms and did not increase the pain. The patient was prescribed lidocaine patches for discomfort. The patient had been diagnosed with cancer after the device implant and due to cancer treatment had lost weight. The lead and battery are now causing pain due to the movement. The patient was finishing chemotherapy this week and is meeting with the surgeon to discuss options. The patient would like the device removed. The patient had full device removal due to battery and lead site pain. The battery had moved after the patient had significant weight loss after going through chemotherapy and had less efficacy after completing chemotherapy. Attempted to optimize results with reprogramming with no success. There were no additional patient complications.